Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of lead left in patient was reported to abbott. The penta lead was scarred into place so it could not be explanted safely. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
During a lead replacement procedure on (B)(6) 2020, it was reported that the scs paddle lead was scarred into place and could not be explanted safely. In turn, the physician decided to cut the wires and left the inactive device implanted.